Manufacturer narrative:
One 72202971 cannulated 4.5mm flexible drill received. This has been identified as a four year old reusable demo device. The complaint said: ¿the distal tip of the 4.5mm drill bit has fractured from the shaft of the bit¿. Visual inspection showed the cutting edges have attained substantial damaged and are dulled. The damage is consistent with encounter with another instrument or device. The drill has been broken at the start of the flex/cannulated coil area. The broken piece was returned. The coiled section returned is visibly bent. The coils have been permanently sprung and are no longer concentric. This area is sensitive to inadvertent torque force. The instrument is intended to flex but not bend. Sudden starting and stopping of the drill bit in the bone may cause drill bit breakage. No root cause related to the manufacture of the device can be established.

Event description:
It was reported that when drilling out to the lateral cortex of femur, the distal tip of the 4.5mm drill bit separated from the shaft of the bit. It was still on the flexible pin, and a grasper was used to remove the part from the joint. No patient injuries were reported.